Event description:
It was reported that cartridge alarms occurred during the load sequence with consecutive cartridges. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.